Manufacturer narrative:
This complaint is associated with report # 2031642-2016-02869.

Event description:
The customer reported that after replacing the power supply, the blower is still not working. The customer reported that there was no patient involvement.

Manufacturer narrative:
Follow-up attempts were made to obtain repair information from the customer; no response received. To date, the customer has not called for further assistance. If additional information is received, the complaint will be updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.